Event description:
It was reported that there was a fluid leak from an unspecified location "onto the heating plate" of a homechoice claria device. This occurred while a homechoice cassette set was in use and occurred during setup for automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: based on additional information received, the homechoice cassette was determined not to be a factor in the reported event. Should additional relevant information become available, a supplemental report will be submitted.